Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 10.5-14.1cm from the distal tip. Internal insulation abrasion was noted at 11.5-13.2cm, 33.8-34.3cm and 36.1-36.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.